Event description:
It was reported the pt has lost stimulation. It was also reported the charger and programmer can no longer communicate with the ipg. The pt's wife flipped the ipg sideways to gain communication to no avail. A magnet was tried to resolve the pt's issue but was unsuccessful. Battery longevity calculations revealed the pt was not experiencing normal battery depletion. The pt plans to undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.